Event description:
It was reported that the patient suffered a dislocation of the implant's femoral head. A closed reduction under anesthesia was performed on the patient to relocate the hip. No complications were reported.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the dislocation was due to patient removal of brace and twisting leg in awkward position it is not associated with malfunction of the implant. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.